Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
Download data showed no timeouts or drive stalls and no alarms were generated. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. No damages or defects were found that would cause a dislodging of the cannula. The cause of the dislodging could not be determined. Blood was observed on the adhesive pad. Inspection of the tip of the formed needle found it to be damaged. The damaged tip on the formed needle is confirmed as the cause of the bleeding. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.correction to b(5) before "it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied." Correction: "it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was applied." Correction to h6 medical device problem code: from a040609 material twisted/bent to a0512 unintended movement correction to h10 to reflect the cannula dislodgement.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.